Manufacturer narrative:
Balanced salt solution (bss) contamination has been determined to be the cause for this failure.

Event description:
This phacoemulsification handpiece functioned intermittently during a cataract extraction procedure. Another handpiece was used.